Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was partially severed 1cm to 2cm below the middle port on the primary line. The port was expelling both IV fluid and blood. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This occurred during infusion of lactated ringers solution at 100ml/hr. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was not able to identify whether there was a cut in the set; the photo was not clear. The reported condition could not be verified through evaluation of the returned photograph. Should additional relevant information become available, a supplemental report will be submitted.